Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an increase in the right atrial pacing thresholds were noted resulting in loss of capture. There was no asystole greater than 2 seconds observed. The field representative change the av delay at sensing and reprogrammed the device. The field representative wanted to know how the dynamic av delay works at sensing. Boston scientific technical services (ts) discussed how this worked and the field representative understood. Ts discussed that this was normal timing behavior as programmed. No further changes were made. No adverse patient effects were reported. Additional information noted that longevity displayed on the device was 10.5 years at the most recent follow up. This was expected behavior as this occurred seven days since the implant and the device settings had changed the day before the follow up, thus the device did not have enough battery and averaged power consumption data for longevity estimation. The field representative wanted to know how long does the device take to get an accurate estimation. Ts discussed that power consumption value will occur approximately every seven days based on battery daily measurement data with accurate prediction reflected after approximately four weeks. Ts discussed that one month follow-up from setting changes may be considered to verify efficacy of the new settings and the device longevity with the new settings.